Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pleated prosthesis, eczema-like skin rash on the breast, irregular adherent, and rupture.

Event description:
Healthcare professional reported via regulatory agency pleated prosthesis, eczema-like skin rash on the breast, irregular adherent, and rupture of the right device. Device has been explanted.